Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos for investigation. Therefore, 20 retained samples were draw-tested with deionized water, and all 20 tubes drew within specification. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of overfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes that 20 tubes overfilled. Sample recollection occurred.